Manufacturer narrative:
Date of initial report: 03/18/2008. The incident sample was not returned for eval, therefore, and eval could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.

Event description:
The report stated that water leaked from the connection between the grip and tubing of the needle electrode during a radio frequency ablation. The temperature became unstable so another needle electrode was used. Sterile water was in use. There was no pt injury.